Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the access 2 instrument. The initial accu tni result was 0.90ng/ml. The customer re-tested the pt original sample for accu tni. The repeated accu tni result was "<0.04". The customer indicated that the pt was monitored, but no change in treatment was reported.